Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(medical device code, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Device logs from the day of the event have activities from ac main change to battery or from battery change to ac main. The batteries were checked, calibrated and tested with a trainer. The test did not reveal any problems. The fse reported that the issue could not be reproduced, and no parts were replaced. The fse also reported that the customer had an additional question about the augmentation wave during use. They stated the augmentation wave shows flat line for a few seconds in different timing. This question seems to be about a normal part of the pump¿s fill cycle. The unit was calibrated and passed all functional and safety checks to factory specification.

Event description:
N/a.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) machine automatic turn off and turn on again few times. The end user verified machine use on patient and complaint cardiosave augmentation wave has shows flat line few seconds (max 10 seconds) in different timing. No harm and injury was reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.